Event description:
It was reported that during a laparoscopic cholecystectomy, the clips were not closing properly. Clips were only closing at the tip, not all the way down to the base of the clip. Another device was opened and used without any issues. There was no adverse pt consequence.